Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2015, the lead was repositioned successfully and the patient was asymptomatic. The patient did well and was discharged the same day.